Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. However, during second inflation at 10 atmospheres, the balloon ruptured at the middle part. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.